Event description:
It was reported that eighty two days following a coronary drug eluting stenting treatment procedure, a thrombosis was found. The right femoral artery was accessed and a 6 fr cordis sheath was inserted. A 6 fr cordis xblad 3.5 guide catheter, a medtronic zinger medium 300cm guidewire and a guidant whisper .014 300cm guidewire were used. The lesion location was in a 90% stenosed segment of the mid left anterior descending (lad) at the bifurcation of the diagonal vessel. A 3.0x12mm sprinter (medtronic) balloon was inflated in the mid lad to 10 atm for 50 seconds. EKG changes and left arm pain were noted with this inflation. Then a 2.75x24mm taxus express2 drug eluting stent was advanced to the mid lad and deployed to 11 atm for 20 seconds. The stent balloon was reinflated to 12 atm for 10 seconds. A 2.5x12mm sprinter balloon was then inflated to 8 atm for 32 seconds. There were no complications reported. Admission medications included aspirin and plavix. Eighty two days later, the pt was transferred from an acute care facility with chest pain and acute myocardial infarction. A 50% thrombosis occlusion was found in the mid lad. A 6 fr cordis sheath was inserted into the right femoral artery. A 6 fr jl 4.0 guide catheter, a cordis stabilizer guidewire and a scimed choice pt .014 guidewire were used. Using an ev3 diver advanced down the lad, two thrombectomy passes were done. A 3.0x20mm maverick balloon was used. An intra aortic balloon pump (iabp) catheter was inserted with a ratio of 1:1. Post procedure the lad showed 5% residual stenosis with a timi flow iii. There were no complications and the procedure notes stated "suspect sat due to plavix hyporesponder". The pt was transported out of the room. Medications used during procedure included integrilin, verapamil and nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.